Event description:
It was reported by the customer, during the catheterization process, the guidewire was found to be discounted, and the catheter placement failed after adjustment, resulting in needing a replacement and anxiety for patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.